Event description:
It was reported that the catheter dislodged and came out of the intrathecal space during a spinal fusion on the day of this report. The surgeon believed that it had already migrated out of the intrathecal space prior to this fusion. It was later reported that the neurosurgeon noticed that the original catheter was broken. The catheter was replaced and a spinal revision kit was added. It was later reported that the pump was lowered to minimum rate per the managing physician¿s orders. The issue was at the catheter entering the intrathecal space. The device system contained fentanyl, bupivacaine and clonidine.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005 (B)(6); product type catheter product ID 8598a, serial# (B)(4); product type catheter. (B)(4).